Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited jet tube has white foreign object. There were no reports patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could confirm the adhesion/clogging of the material in the auxiliary channel. However, the type of material was unable to be identified. The reported fault was likely a result of insufficient reprocessing. The event can be prevented and detected by following the instructions for use which state: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.